Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an in-stent restenosis of a non-bsc stent located in the moderately tortuous and severely calcified illiac vein. After a guidewire was placed, a 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was replaced with a 10mm mustang balloon and the procedure was completed with a different device. There were no patient complications reported.